Manufacturer narrative:
(B)(6). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag was leaking from the infusion port. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured 07/04/2018 - 07/05/2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.